Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: retainer ring that is dented downwards, broken battery tube threads, cracked case on the battery tube side, cracked keypad overlay, keypad overlay scratched, scratched case. Did not note any cracks in or around the reservoir tube lip. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. The pump was received without a battery cap.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that there was a crack on the retainer ring. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.